Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a journal article review that focused on pediatric patients with primary prevention implantable cardioverter defibrillator (icds). The patients were studied to determine time-dependent incidence of appropriate use of the device and adverse events. The study cohort included 140 patients, under the age of 21 years. The majority of patients were implanted with guidant/boston scientific devices. Adverse events were described as inappropriate shock, atrial or ICD lead failure, re-intervention and complications. Adverse events occurred in 51 patients (total of 79 adverse events). There were a total of 20 inappropriate shocks, 16 lead failures, 11 complications (6 of the patients were implanted less than 30 days; 5 were implanted greater than 30 days). Complications were defined as infection, bleeding, thrombosis and pneumothorax. There were a total of 2 deaths, however neither experienced any adverse events from their device. The article concluded that the first appropriate therapy and device-related adverse events decreased over longer periods of follow-up after implant; suggesting that indications for continued device therapy in pediatric primary prevention ICD patients might be reconsidered after a period of non-use. No specific patients or boston scientific products were mentioned.